Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) . Batch: 7137946.

Event description:
It was reported that the patient had a pocket infection. The patient underwent a system explant procedure. The explanted devices will not be returned, as they were discarded by the medical facility.